Event description:
On 7/15/2010, caregiver reported pt was admitted to the hospital on (B)(6)2010. Pt experienced normal blood glucose of 118-130 mg/dl on the morning of 7/12/2010. Pt's blood glucose elevated to 299 mg/dl later in the day. Treatment was given through infusion device and blood glucose lowered to 224 mg/dl. Blood glucose was still elevated on (B)(6)2010. At 8:30 p.m., pt became very tired and could not breathe. She was taken to the hospital. Blood glucose was over 400 mg/dl. Pt was diagnosed with a urinary tract infection and pneumonia. Caregiver reports blood glucose was elevated due to illness. Target blood glucose is 118-140 mg/dl. Pt was taken off infusion device at the hospital; she was treated with IV insulin drip and blood glucose remained elevated. There were no air bubbles or blood in the insulin cartridge or infusion tubing. Pt did not reuse insulin cartridges and had not been disconnected from infusion set prior to hospitalization. There was no leaking of insulin in system and no alarms or errors were received. Insulin did drip from infusion tubing when it was disconnected from headset. Time and basal rates were set correctly. Infusion sites were rotated well, and insulin was not cloudy or expired. Follow-up was provided by company representative. Pt was placed on life support and was removed from life support on (B)(6)2010. Pt is deceased. Per caregiver, pt had an infection that turned into pneumonia. Pt also had kidney failure. Return kit was sent to company representative so product can be returned for eval.